Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had the pod applied to their leg, but it detached within 2 hours of application. The accompanying podpal also came off at the same time. Following this, the patient's blood glucose levels reached 31.4 mmol/l (565.2 mg/dl) the patient subsequently attended maidstone hospital due to elevated blood glucose levels and symptoms of extreme thirst. At the hospital, the patient was administered insulin via injection pens. A spare pod was then provided and applied to the patient as the patient had no more pods left.